Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "we have had 5 issues. 4/5 had the plastic locking piece detach from the adhesive. The 5th completely detached but may have been related to pulling." This report addresses the first device.

Event description:
It was reported by the customer "we have had 5 issues. 4/5 had the plastic locking piece detach from the adhesive. The 5th completely detached but may have been related to pulling." 12/05/2022 - three devices were returned for evaluation. The three returned devices exhibited partially or completely detached retainers. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of detached retainers is confirmed and was determined to be manufacturing related. Three PICC plus statlock devices with adjustable posts and tricot pads were returned for evaluation. An initial visual observation showed use residue on the returned samples. One sample was missing its retainer, the retainer of another device was completely detached from its pad, and the retainer of the third device was found to be partially detached from its pad. The pads and the undersides of the retainers of the returned samples were observed to be somewhat tacky. A microscopic observation revealed adhesive on the underside of the detached retainers and within the fibers of the tricot pads; however, it appears that the adhesive did not cure correctly. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of jugp3087 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (jugp3087) have been reported from the same facility in canada. H3 other text : evaluation findings are in section h.11.